Manufacturer narrative:
The lot history was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used 77" (196 cm) appx 2.8 ml, smallbore ext set w/microclave® clear, remv 6-port nanoclave® manifold, check valve, rotating luer was returned for investigation. The device was visually inspected. There was drug solution residual noted upon visual inspection. The sample was tested as procedure and an internal leak from inside the microclave was noted, the sample was dissembled and a torn seal at the top was noted, no additional damage or anomalies. The complaint could be confirmed, and probable cause is typical due to incompatible mating device during use. Dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110. D9: device returned to manufacturer on 11/12/2025.

Event description:
A problem was reported with a 77" (196 cm) appx 2.8 ml, smallbore ext set w/microclave® clear, remv 6-port nanoclave® manifold, check valve, rotating luer. A large wet area was noticed on the bed. On checking, the clave attached to the normal saline line/drive of sedation was found cracked and leaking onto the bed. The medications were prepared again and given through a new setup using the patient¿s peripherally inserted central catheter line. It is unclear whether the patient was receiving dexmedetomidine, hydromorphone, and midazolam or if they were leaking out as well. The patient was less settled. There was no specific harm/adverse event reported.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contacts: (B)(6). (B)(6).